Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on milrinone for right ventricular support. The patient had a drop in pulsatility index (pi) from 3-2 to 1.6 when going from lying to sitting. The patient was too deconditioned to stand safely. The patient had an episode of ventricular tachycardia on (B)(6) 2021 causing their milrinone to be decreased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the ventricular tachycardia/right ventricle dysfunction could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. The log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Cardiac arrhythmia and right heart failure are listed in the heartmate 3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow through either the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.